Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted during testing. The insulin pump was received with minor scratches on liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the customer believed his insulin pump was malfunctioning. At the time of reporting, his blood glucose was 391mg/dl. After multiple attempts at troubleshooting, the customer requested that the insulin pump be replaced. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).